Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker's grade IV and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain and possible capsular contracture, baker's grade unknown. Healthcare professional later reported left side rupture and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, a wear abrasion, a deformation, a calcification white in the surface of the shell, cloudy in the gel and the weight was to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported capsular contracture. Healthcare professional confirmed capsular contracture baker's grade IV and reported rupture. Device has been explanted. This record is for left side.

Event description:
Device has been explanted.